Manufacturer narrative:
Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: a copper filament growth in a cracked substrate caused the short and led to rapid voltage decline.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device reached the elective replacement indicator (eri) on (B)(6) 2016 when an unexplained drop in battery voltage was noted. Analysis confirmed a depleted battery and found the device to have a high system current drain. It was also determined that the rfm adt0 voltage was collapsed and the high current drain decreased to a nominal level by severing the adt0 trace. These findings were consistent with the reported failure being attributed to a resistive short in the rfm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.